Event description:
Ela angeion was notified on july 28, 1999 that this pacemaker was implanted and subsequently explanted to move the device in another location because of lead impedance measurements greater than 3k ohms. The sales rep stated "pt has lymphoma with disrupted clotting factors, both right and left subclavians clotted off forcing removal of pacer and leads to other sites". The device was first in the left pectoral and then the right and lastly it was implanted in the abdomen. Six weeks after the abdominal implantation, again the resistance measured greater than 3k ohms. The device was explanted and replaced with another model pacemaker.